Manufacturer narrative:
The pipeline flex device has been received and evaluation is currently in progress. A follow-up MDR will be submitted when evaluation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of that a pipeline flex did not open during use. The patient was undergoing flow diversion of an ophthalmic internal carotid artery (ica) aneurysm. The aneurysm had a neck width of 7mm and measured 14mm. Vessel tortuosity was described as severe. The devices were prepared as indicated in the IFU. It is not known whether a continuous flush was maintained. It was reported that during the procedure, the physician confirmed the "protection sleeve of the pipeline was reversed" and attempted to deploy the device. The pipeline flex was reportedly unable to be deployed. The pipeline flex and catheter were removed from the patient together. After removal, the distal end of the pipeline flex was observed to be "tangled." The physician rubbed the tangled section and the flow diverter opened completely. A new pipeline flex was used to continue the procedure without any further issues. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured within specification. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex braid were fully open with no damage. No bend was found on the pushwire. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. Based on the analysis findings, the customer complaint was not confirmed; no damages were found with the returned pipeline flex deli very system. It is possible that the "severe vessel tortuosity" may have contributed to the reported issues. Per our instructions for use (IFU), ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.